Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted. In addition t: slim user guide indicates pump is to be used with individuals 12 years and greater, patient is (B)(6).

Event description:
Received information stating that customer's fill estimate was inaccurate when cartridge was loaded. Reportedly, there was no impact to the customer's blood glucose levels.